Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot aa7268r04 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three events, which were associated with separate units, involving the same patient. This is the second of three reports. Refer to 9611594-2018-00189 for the first report, refer to 9611594-2018-00191 for the third report. It was reported that the t fasteners provided in the kit broke during placement when the stomach was pulled upwards. This was the second kit used, and after a third attempt failed, a fourth kit was used to complete the procedure, and there was no injury to the patient. No further information provided.